Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). The manufacturer representative met with a patient that was implanted quite recently who was having problems with their device system. Lately it had caused unpleasant shocks around the battery and down the leg. The patient has been close to falling because of this. Impedance and other things are okay. An MRI was done. No anomaly was found in the mdt data but it was noticed that since october, the ins was left most of the time unused and also noticed that in november and december, the ins was left off for 37 and 32 days. No further complications were reported or anticipated.